Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on june with blood glucose of 432 mg/dl. The customer's other blood glucose was 311 mg/dl,400 mg/dl. The customer was treated by bolus with insulin pump. Troubleshooting was done for high blood glucose and under delivery. The customer was wearing the insulin pump during the hospitalization. Customer was unsure that insulin pump was under delivery or not. The insulin pump will not be returned for analysis.